Event description:
During treatment with the rotablator device, the physician tried to cross the lesion, however, the torque of the guide wire was lost because of 99% stenosis. When the guide wire was removed, the spring tip fractured and remains in the right coronary artery of the pt. The pt was reported in very good condition.